Manufacturer narrative:
H10 h3,h6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. A battery and footswitch were included with the unit. No battery charger was included. A functional evaluation revealed that the unit would not respond or pressurize when the rocker switch was engaged. The unit¿s enclosures were opened and three broken enclosure mounts were noted. Evidence of heavy fluid ingression was noticed within the enclosure assembly. Heavy corrosion was observed on the printed circuit board and motor. Rust and corrosion was seen on the printed circuit board¿s wire connecter assemblies. The complaint was confirmed and the root cause has been determined to be a failure of the printed circuit board caused by fluid ingression into the enclosure assembly. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures.

Event description:
It was reported that when the "spider 2 tenet" was turned on, the motor kept constantly running which made the device unable to be locked. No case reported; therefore, there was no patient involvement.